Manufacturer narrative:
This report is for one (1) unknown femoral nail. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient was originally implanted with femoral nail on (B)(6) 2016. Patient did a misstep on (B)(6) 2016 and felt massive pain on (B)(6) 2016, so patient went to the hospital. On (B)(6) 2016 surgeon did the removal surgery for the broken femoral nail. No delay to surgery time reported. Patient condition and surgery outcome is unknown. This report is for one (1) unknown femoral nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device history records review was completed for part# 472.270s, lot# 9700102. Manufacturing location: (B)(4), manufacturing date: oct 30, 2015, expiry date: oct 01, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) proximal femoral nail antirotation (pfna). Concomitant medical products: pfna blade (part: 04.027.033s, lot: 9857525, quantity: 1); pfna end cap (part: 04.027.000s, lot: 9883478, quantity: 1); locking bolt (part / lot: unknown, quantity: 1); cerclage wire (part / lot: unknown, quantity: 2).